Event description:
During remote follow up, varying high voltage impedance was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.